Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Diopter: -06.00/+3.50/x122 (B)(4). Method codes(s): evaluation method: lens work order search. Results codes(s): evaluation results: a lens work order search revealed there were no similar complaints within the work order. Conclusions code(s): conclusion not yet available. Evaluation is in progress. (B)(4). Device not returned.

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 --06.00/+3.50/x122 diopter implantable collamer lens in patient's right eye on (B)(6) 2016. The lens was torn while implanting into the eye. The icl was removed during the same procedure. No injury to the patient.

Manufacturer narrative:
(B)(4). Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial. There was clear surgical residue/debris on the product. Visual inspection found the lens haptic torn/bent. (B)(4).